Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the touch display was not working and was unresponsive to stylus and finger touch. It was noted that the current version does not support the finger touch capability, but it was able to interact with the display using a good stylus pen. Additionally, it was noted that the stylus pen was missing, and the power cord bay was damaged. The stylus pen was installed and calibrated, and also replaced the power cord bay. Reconfigured, reloaded, and updated software. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touch display was not working and was unresponsive to stylus and finger touch. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.